Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent abdominal sacrocolpopexy with implant of a bard/davol flat mesh, burch colposuspension (suspension suture only, to support the urethra and prevent incontinence), umbilical herniorrhaphy and posterior colporrhaphy. On (B)(6) 2006 - the patient was diagnosed with sui, grade I-ii cystocele and underwent a non-bard/davol obtryx trans-obturator sling implant and anterior colporrhaphy. Per operative details, no mention of the bard/davol flat mesh was noted. The attorney alleges the patient experienced and unspecified adverse outcome associated to the use of the device.